Event description:
It was reported that two seromas developed in two different pts after a procedure utilizing vitagel. The nature of the procedures are unk, but were related to the thyroid. Both seromas were drained approximately one week out of surgery. No other complications were reported. This is the second of two reports for these events.

Manufacturer narrative:
No info regarding device part number or lot number is available, therefore, no batch record review could be completed. A complaint history review revealed two reported seromas beyond these cases, however, no similar complaints have been reported since 2007. The physician was initially contacted on 02/03/2012 and a meeting was scheduled for 02/22/2012. The physician canceled the meeting on 02/21/2012 and a rescheduling is currently in process. Should any further info become available, a f/u report will be filed. It is not known whether these adverse events (this event and 253013-2012-00005) are device related. Seroma is a noted risk of procedures using the device and is appropriately categorized in the device's risk assessment. Seroma is noted as a potential adverse event in the instructions for use and was a noted adverse event in the device's pivotal clinical trial.